Event description:
Device malfunction: none. Symptoms/ae: arrythmia, hypotension, stroke, death. Time of symptoms/ae: after the procedure. It was reported that following the procedure, the patient experienced several runs of atrial fibrillation and hypotension. The patient was treated with levophed, vasopressors / inotropes and observed an additional 24 hours to monitor heart rate and blood pressure. The patient was discharged to home in stable condition two days later. Five days later, the patient was admitted to an outside facility with symptoms of cva. The patient expired nine days later. Multiple attempts were made to ascertain the cause of death unsuccessfully. No additional information is available.